Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator failed while in use on a patient. The patient was waiting for surgery and the ventilator displayed a "low battery". The ventilator was removed from the patient with no harm. The biomedical technician tried to check the ventilator the ventilator cycled on and off while on battery power.